Event description:
A malfunction on the pump was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support offered troubleshooting assistance, but the customer opted to reset the pump independently.